Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 185 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.